Event description:
Introducer catheter sheared in half inside vessel by the guidewire. Both pieces removed intact. Diagnosis or reason for use: right leg varicosities, right leg venus closure with stab phlebectomies.